Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate per medical opinion, the root cause of the event was patient factors, (heavy tortuous arteries and the presence of a descending aortic aneurysm). The exact location of the dissection was not confirmed despite follow up attempts. The valve was returned to edwards for evaluation with the delivery system inserted through sheath. The valve was crimped on the crimped balloon. The returned device was visually inspected for any abnormalities. Scratches were seen along the sheath shaft. There were gouges on the flex tip. All struts were exposed through the skirt, normal after crimping and use. No bent struts were observed, likely corrected during withdrawal. Post-expansion, the valve frame was slightly distorted. All struts remained exposed through the skirt, normal after crimping and use. The leaflets were wrinkled, torn, and dehydrated, likely due to storage condition (prolong crimping) during the return handling process. Imagery was provided by the site and revealed the access vessel had presence of tortuosity and one strut appeared slightly bent at the inflow side observed during procedure. No functional or dimensional testing was able to be performed due to device return condition (frame distorted). A lot history review of the related work order was performed and revealed complaints relating to the related complaint codes. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Commander delivery system with s3u thv, device preparation training manual and procedural training manual were reviewed. It is noted that the push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Additionally, it notes to be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. No IFU/training deficiencies were identified. Although the complaint for frame damage was confirmed, a complaint history review is not required as the issue has been previously identified in a pra. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The frame damage complaint was confirmed based on the provided imagery. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'the patient had very tortuous iliac and femoral arteries. While advancing the commander delivery system with crimped valve through the esheath, the valve got stuck halfway through the sheath because the esheath was kinked due to the tortuosity. It was suspected that the kink occurred when inserting the esheath into the tortuous artery' and 'as per medical opinion, the root cause of the event was the heavy tortuous arteries and the presence of a descending aorta aneurysm'. Additionally, per product evaluation, scratches were found along the sheath shaft indicating presence of calcification within the access vessel. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement, and lead to resistance. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. It is possible that excessive force is applied to overcome the resistance indicated by gouges on the flex tip during the delivery system insertion, and it lead to the valve strut interacting with the sheath and resulted in the observed frame damage. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A pra was previously initiated to investigate the cause and assess the risks associated with the related codes. To address the issue, a CAPA was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action (part description/number are reflective of old design), the occurrence rate did not exceed the march 2021 control limit for the related trend category for sapien 3 ultra valve (s3u). The risks outlined in the pra remain the same; the pra documents the potential for procedural delay, which did occur during this event. The pra remains applicable and no further action is required. A CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently on control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve from this complaint event was manufactured prior to corrective action (part description/number are reflective of old design). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The status of the device is unknown. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), post deployment of the 26mm sapien 3 ultra valve by transfemoral approach in aortic position, the valve was successfully implanted, however, the patient had an aortic dissection and an endovascular stent was placed to resolve it. The patient outcome was good. As per medical opinion, the root cause of the dissection was the heavy tortuous arteries and the presence of a pre-existing descending aortic aneurysm. Additionally, bent struts could be seen on the valve in the provided images.